Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain ') in an adult female patient who had essure (batch no. 627754, 629137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: oversensing "sensitive to lighting and lous noises". The patient's concurrent conditions included adenomyosis, fibromyalgia and dysmenorrhoea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, fibromyalgia and pelvic pain to be related to essure. The reporter commented: right-sided essure deployed with five coils visible in the endometrium, left-sided essure deployed with four coils visible in endometrium. Concerning the injuries reported in this case, the following one/ones were reported via social media: oversensing. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received. Lot number added. New reporters, concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627754, 629137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: oversensing "sensitive to lighting and lous noises". The patient's concurrent conditions included adenomyosis, fibromyalgia and dysmenorrhoea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, fibromyalgia and pelvic pain to be related to essure. The reporter commented: right-sided essure deployed with five coils visible in the endometrium, left-sided essure deployed with four coils visible in endometrium. Concerning the injuries reported in this case, the following one/ones were reported via social media: oversensing. Lot number:627754 manufacture date: 2008-08 expiration date:2010-08. Lot number:629137 manufacture date: 2009-01 expiration date:2012-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: oversensing "sensitive to lighting and lous noises". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthralgia, anxiety and depression outcome was unknown. The reporter considered anxiety, arthralgia, depression, fibromyalgia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: oversensing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: oversensing "sensitive to lighting and lous noises". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthralgia, anxiety and depression outcome was unknown. The reporter considered anxiety, arthralgia, depression, fibromyalgia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: oversensing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case become serious incident. Essure implant and removal dates added. Event medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.